Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call, the insulin pump was not linked to the transmitter and the blood glucose meter. Customer's mother was assisted with reconnecting them during the call the customer also mentioned the plastic ring at the top of the reservoir compartment had come away. Customer's blood glucose was unknown. The insulin will be returned for analysis.